Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies on the pump twice. The customer's blood glucose level was not impacted. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.